Event description:
This is a report of a colleague infusion pump with a damaged battery alarm, which could have cause an interruption of delivery. It is unknown when the reported condition occurred. There was no patient involvement, injury or medical intervention. This device is a remediated colleague pump with a user interface module software version of 6.13.90. No additional information is available.

Manufacturer narrative:
(B)(4). The assignable cause for the reported problem was determined to be depleted batteries resulting from user error.

Manufacturer narrative:
The reported condition of damaged battery alarm was confirmed due to depleted main batteries. The main batteries were replaced to correct the reported condition. Should additional information become available a follow up medwatch will be submitted. (B)(4).